Manufacturer narrative:
The customer-reported issue of the driver not passing the system check was confirmed via review of the patient data file and reproduced during investigation testing. The root cause was determined to be a malfunction of the left pilot valve. Syncardia has a corrective and preventive action (CAPA) for issues related to pilot valve performance. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the companion 2 driver did not pass the system checkout.